Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted and device migration have been ruled out as potential causes. Additionally, the patient having contraindicating conditions and severe force applied to the implant have been ruled out. The provider believes the patient's psychological status is having an impact their current treatment. The stimulator is used to treat pain. The cause of the new pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the new pain. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported new pain on their right side. The programs on the transmitter assembly were changed and the patient is reporting intermittent relief. No further information is available at this time.